Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) of 2021. Explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family:scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14915021/14536722.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as it was discarded by the medical facility.